Event description:
This is a (B) (6) female (B) (6) with an edc of (B) (6) 2009, confirmed by ultrasound. Admitted on (B) (6) 2009 for repeat cesarean section and bilateral tubal ligation. The operative report was described with having multiple dense adhesions in the lower uterine segment to the anterior abdominal wall. Once the uterine incision was closed, both the fallopian tubes were grasped in their mid portion and the tubal ligation was completed. The fascia was closed with two sutures, first one was started on the left of the patient towards the midline by the ob/gyn. This was tied in the midline beneath the symphysis pubis and the other end from right to left was started by the assistant in the case. As the assistant came into the midline near the pubic symphysis, the needle that she was using to close the fascia and some of subcutaneous tissue broke, and two-thirds of the needle could not be found. It was believed the needle was a 518 vicryl needle. In spite of feeling the fascia and the scarred tissue in this area, the needle piece could not be found. This was extensively scarred from previous two cesarean sections. A flat plate of the abdomen was performed to localize the needle. It appeared to be in the fascia and the scarred subcutaneous tissue in the midline, however could not get the depth of it and where exactly it was located. At this point it was felt, it best to close the abdominal incision and the fascia. Estimated blood loss was 600 mls. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. While waiting for x-ray to be performed to localize the needle, the patent was counseled about the findings. On (B) (6) 2009, a surgical consultation was obtained. The risks and benefits of removal of this needle were discussed and the patient wished to proceed with the removal of the needle. On (B) (6) 2009, she underwent surgery for wound exploration with removal of foreign body. A wound exploration was performed, however the foreign body could not be observed, therefore, a fluoroscopy was performed, locating the needle. A cutdown was performed onto the needle and this was removed. A final x-ray was taken which showed no further foreign body. No post operative concerns or complications. Patient was discharged.